Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a. "Hole in implant" and "implant had a tear before surgery".

Event description:
Healthcare professional reported, reason for new device discarded/destroyed as "hole in implant". And later reported, "implant had a tear before surgery". Device was not implanted. And surgery was completed with a backup device. Patient contact did not occur.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of broken device was received on july 18, 2024, with lot number 1225913. Based on the product analysis performed, the assessments of the complaints are: broken device: not observed. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported reason for new device discarded/destroyed as "hole in implant", and later reported "implant had a tear before surgery". Device was not implanted and surgery was completed with a backup device. Patient contact did not occur.